Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the reason for the call was for the patient to inquire if they needed to contact their managing doctor prior to changing programs or if they could do it independently. The patient stated that since they had a prolapse surgery/hysterectomy back in may they'd had some issues with the device. The patient mentioned that they went back to the doctor in june for a post-op check up and the doctor gave them a custom program. The patient said since then they "went as far as [they] could go," but still experience symptoms. The patient wanted to know if they needed to go back to the doctor or if they could just change the program like they'd always done. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.